Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment of a flashing sensing light and varying pacing rate and it was determined that the printed circuit board was out of specification in an electrical manner. It was additionally noted that the upper case had a broken boss, the display wires were pinched with the insulation exposed, the encoder switch assembly was out of specification mechanically and one case screw was contaminated. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) sensing light was flashing and the rate was varying from 20-80 during testing. The user tried testing the epg multiple times. The epg is expected to be returned for service. There was no patient involvement. It was further reported that the product was returned to service.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection: no anomalies. Benchtop analysis: assembled into a golden unit. Failed multiple ventricular and atrial tests. Tested on the bench. Verified intermittent ventricular sensing. Initial attempts to identify a faulty component were unsuccessful. Tested on the bench. Verified intermittent ventricular sensing. Observed intermittent atrial pacing. Set the epg to aii mode. No atrial pacing issues. Set the epg to vii mode. Observed intermittent ventricular sensing. Attempts to identify a faulty component were unsuccessful. Tested on the bench for a third time. No intermittent sensing observed. No intermittent pacing observed. Ran on the automated test console. Failed ventricular sensitivity tests. Traced sensing signal to pin 2 of a main board component, where it stopped. Multiple components were replaced with no changes. Conclusion: analysis incomplete. Several errors were identified on the automated test console and attempts to identify root cause were inconclusive. If information is provided in the future, a supplemental report will be issued.